Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt called in and reported that her cycler was noisy, and she was experiencing pain in the morning following treatment. A follow up call was made to the pt's peritoneal dialysis nurse. The nurse reported that the pain was caused by peritonitis. A touch contamination was reported by the nurse.